Manufacturer narrative:
(B)(4). Physio- control evaluated the device and verified the reported intermittent device failure to power on ac or dc power. Physio replaced the system/memory pcb, power pcb and interface pcb assemblies to observe proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device intermittently failed to operate on ac or dc power. There was no patient use associated with the event.